Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. Upon investigation, the battery charger/modem was unable to power on. There was contamination on the battery board and the power supply brick was defective. The cause for the failure was isolated to the liquid contamination and the defective power supply brick. The root cause of the liquid contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem sn (B)(4) indicating that the charger/modem would not power on.